Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while attempting to acquire vascular access with a micro puncture kit, the access wire detached within the patient. The physician discovered the detachment while trying to remove the wire from the patient's vasculature. A piece of the access wire was visible just outside of the patient's vasculature. The physician was able to remove the detached wire tip from the patient by hand. A new device was used to successfully complete the procedure with no patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. The root cause was unable to be determined, however, excessive force applied to the device during use is suspected. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.